Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was a prophylactic explant due to an advisory related to premature battery depletion. The pacemaker was implanted for more than 9 years and did not exhibited signs of the advisory. A new device was implanted during the procedure. No adverse patient effects were reported. The device was returned to boston scientific for analysis.

Manufacturer narrative:
This supplemental report is being submitted to update the field describe event or problem. A detailed review of the case revealed the crt-p did not exhibited signs of the advisory behavior while it was implanted. This was consistent with the initial report of the case, in which there was no direct allegation against the device performance. The condition was also confirmed via product analysis. The device was a prophylactic explant due to physicians discretion; therefore, there was no serious injury and this case is no longer considered reportable. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. The pacemaker was implanted for more than 9 years. Subsequently, this device was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. The pacemaker was implanted for more than 9 years. Subsequently, this device was replaced and it is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.